Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
An optician reported swelling of the macula post cataract surgery on a patient. The optician also noted that the pcb00 intraocular lens (iol) got stuck between the cartridge and patient's eye causing irregular astigmatism and some injury to the cornea. No medical or surgical intervention was indicated. No further information was provided. Patient's visual acuity: preop 6/29; postop 6/18.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. The serial number is unknown, manufacturing record review could not completed. Additionally, the complaint history could not be preformed as the serial number was not known. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.